Manufacturer narrative:
On september 11, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the returned device in addition to material evaluation. Visual analysis of the returned device determined that a brown speck was inside to the breast implant, the size of the particle was 0.40 mm² (0.004 cm²). Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that it is primarily composed of a biologically-based material. However, source of origin remains unknown. The identification and characterization of the foreign material observed was compared to an existing toxicology report. The assessment concluded that the identified material, will not alter the biocompatibility profile of the finished product. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. According to the manufacturing investigation, the complaint device was manufactured following normal process and the size of the particle found is below the specification per procedure. Since the source of the particle cannot be determined, this complaint cannot be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 09, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor smooth round moderate plus profile saline breast implant prosthesis was observed to have a brown spec on the surface which could not be removed upon opening of the packaging. The implant was not used and there was no patient involvement as it was observed pre-operatively.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).